Event description:
It was reported that while the patient was being prepared for foot surgery, his heart rate dropped to 30-40 beats per minute (bpm) with a magnet on the device. The pacemaker was not pacing, so the patient was transcutaneously paced with pads. Post operation, the device was programmed to ddd mode at 70 bpm. The next day, the pulse generator was not pacing. The device had reached elective replacement indicator and was replaced.

Manufacturer narrative:
No medwatch form was received.